Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly and battery out limit alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator and motor assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, corroded battery tube and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump received battery out limit alarm and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 12.6 mmol/l. The insulin pump will be returned for analysis.